Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the blade was not sharp when first taken out of the package. It was dull from the beginning. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 02/25/2009. Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.